Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction with implant of ceeon lens model labeled as 745a/18.0(d). However, the lens was not correctly labeled and was actually lens model 812a/21.5(d). The patient complained of abnormal vision, however, told the physician she can see things close to her very clerly. A postoperative 3.0d myopia resulted from the implant. Her far vision is planned to be corrected with glasses at a later date. A MFR investigation was perfomed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots mfg the same day were also recalled. The distribution of these lots was limited to japan.